Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. On (B)(6) 2025 the pump was switched from one autommated impella controller to another, immediately unplugged, then plugged back in. After the pump was plugged back in, the logs show two commands "processsamplingdatafromopticalbench: sentstopacquisitioncmd ack" then "clearallopticaldatasharedmemory: 0x4000". This results in "handleopticalerrorconditionswithvalidsample: calculator placement signal 130" which is indicative of the failure mode loss of optical data due to a software defect. All of the failure modes listed in the complaint including inability to shutdown were due to the console not recognizing pump disconnect. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an automated impella controller software issue. B.7 atrial fibrificiency was reported incorrectly on the initial manufacturer device report number. Atrial fibrillation was added.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had several different types of alarms and it was not able to be powered down. A different aic was used and there was no patient harm.